Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implant that the patient presented to the emergency department with chest pain. An interrogation was done and reviewed by qualified personnel. Possible t-wave oversensing (twos) post pacing and prior to non-sustained ventricular tachycardia episode was noted eleven days earlier. There were also swings in r-wave measurements. The patient was admitted to the hospital and will be followed by local cardiology. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the clinic and reprogramming was done for the right ventricular (rv) lead.